Event description:
It was reported that the device had a "date and time anomaly." The issue was noted in the cleaning/control area, on return from users. There was no patient involvement.

Manufacturer narrative:
We received one device for investigation. Visual and functional testing performed. Customer reported event was duplicated. The visual testing found detached downstream occlusion (dso) seal. All damage found from visual testing was replaced. During functional testing a defective printed wire assembly (pwa) was found, which causes device not to store data. The pwa was replaced. The device then passed all functional testing. Service history review identified the complaint was not related to a previous service of the device within the review period.